Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint following the project manager analysis received. The product was not returned to the manufacturer. The product location is unknown. Therefore, no product evaluation could be performed. There were two instruments ir9280r, lot 410268401 and lot 310240405 in this hospital but it is unknown which one was used for this surgery. A review of the device history records and traceability of each instrument ir9280r was done to ensure that there was no non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From the information provided, the product history records, the review of the case with the product manager, the recurrence of this type of event for this product, the investigation found the cause is a user error. The project manager reported that a white mass at the instrumented segment can be observed on the provided x-ray image. This white mass in l5 represents a different density, which is characterized by a very hard bone. It is clearly stated in the surgical technique that in normal bone structure, the insertion of the half anchoring plate is a simple and effortless step. Nevertheless in order to prepare the anchoring plate trajectory, the starter awl is recommended for each roi-a surgery. The use of the starter awl is up to the surgeon based on his surgical and product knowledge, pre-operative assessment of the patient¿s case and pre-operative signs of bone density on the instrumented level. Yet, in the sales order of the surgery received, the roi-a sterile starter awl for anchoring plate, reference (B)(4), was not invoiced, meaning that it was not used during the surgery. Many attempts to the sales representatives, the customer service or the materiovigilance reporter of the hospital were made to collect additional information on the reported event. Yet, no additional information was received. Based on the available information, the reported event is related to patient hard bone and absence of sterile starter awl use as recommended by the surgical technique. The investigation found no evidence to indicate a device related issue. If additional information is received that is in conflict with this analysis, this case will be reopened and the root cause of the complaint will be reevaluated.

Event description:
Roi-a : cage broken during surgery. An incident occured in the hospital of (B)(6). During a roi-a surgery, at l4-l5, the anchoring plate was really difficult to insert in l5, the cage was then broken and the implant holder disassembled from the cage. Anchoring plate was removed in l5. Another anchoring plate was implanted in l4. No other information is provided. A request to fill out a complaint form was refused.

Manufacturer narrative:
This medwatch is submitted to send an initial report. There is a lot of information missing about the incident and different means of communication are in place in order to know more details about the incident. For the moment we are not able to know the lot number of the involved roi-a implant holder. It could be the following: lot number: either 410268401 or 310240405. Device MFR date: either 2015-05-21 or 2014-06-04. Expiry date: 2040-12-31. For these two lot numbers: the review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Investigation still is progress. Not returned.

Event description:
Roi-a: cage broken during surgery. An incident occured in the hospital of (B)(6). During a roi-a surgery, at l4-l5, the anchoring plate was really difficult to insert in l5, the cage was then broken and the implant holder disassembled from the cage. Anchoring plate was removed in l5. Another anchoring plate was implanted in l4. No other information is provided. A request to fill out a complaint form was refused. Other means of communication are in progress in order to get more information.